Manufacturer narrative:
Pc-(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a cholecystectomy procedure, the clips were not closing and looked like a wide ¿v.¿ surgeon used endoloop to complete the case. There were no adverse consequences for the patient.

Event description:
It was reported that during a cholecystectomy procedure, the clips were not closing and looked like a wide ¿v.¿ surgeon used endoloop to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2022. H3: device evaluated by manufacturer? Not returned to manufacturer.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2022. H2: additional information received: a device and clips were received but it is unknown if this device is the complaint device for this file as complaint device was originally reported to be discarded by the account. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: this complaint originally reported that the el5ml complaint device was not available as it was discarded. Now an el5ml complaint device has been returned for analysis along with 3 clips in a bag. Does this el5ml device (along with clips) belong on this complaint file, (B)(4)

Manufacturer narrative:
(B)(4), date sent: 2/4/2022, d4: batch # v95r6a. H2: additional information received: additional information received from rep on 2/2/2021: does this el5ml device (along with clips) belong on this complaint file, (B)(4)? -yes investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned without apparent damage. In addition, three malformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed three conforming clips as expected. The jaws were examined visually and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. The device fed and performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.